Event description:
It was reported the patient is deceased and died the day of device system implant. It was further reported that one lead was attempted and not implanted and the death was reported to be not device related and related to procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed).